Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft fracture occurred. The 95% stenosed lesion being treated was located at a bifurcation in the moderately calcified, moderately tortuous left anterior descending (lad) artery. When the physician attempted to place a 2.25x16 mm taxus liberte drug-eluting stent resistance was encountered and the shaft broke. The procedure was completed with another taxus liberte stent. No patient complications were reported. Patient status reported as "stable."

Manufacturer narrative:
The condition of the returned device was consistent with the complaint incident. The device was returned in two sections as a result of a break that occurred in the hypotube. The break was measured at approximately 19cm distal from the strain relief. The break was kinked at the point of separation. This type of damage is consistent with excessive force having been applied to the device. Microscopic examination of the crimped stent found no issues. A review of the manufacturing found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause classification is operational context.